Manufacturer narrative:
Results - examination of the returned fiber revealed that the glass core of the fiber was fractured. Conclusion - based on the analysis, it is believed that the fiber broke due to numerous attempts to pass the area of resistance.

Event description:
During an endovenous laser procedure, the physician encountered resistance during sheath insertion, but successfully advanced the sheath to the desired location. When inserting the bright tip laser fiber, the physician felt resistance at approximately the same point and made several attempts to advance the fiber to the desired location. Failing to advance the fiber to the desired location, the physician removed the fiber and noticed that the ceramic tip had broken off the fiber and was still inside the sheath. No patient complications were reported.